Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while the ilet was removed and later reconnected, with a highest glucose value of 465 mg/dl as measured by smbg and a concurrent dexcom high reading; the user administered a 14-unit humalog injection during the disconnection and later re-established infusion and dexcom g7 connectivity with assistance. Symptoms included hyperglycemia without reported dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included no hospitalization or medical intervention beyond telephone guidance and user education. Investigation included complaint handling, user interview, device use history review, and troubleshooting and education. Investigation of this case revealed that the hyperglycemia occurred during a period off therapy and that the device functioned as expected once reconnected. It was concluded that the event was user-related with cause of hyperglycemia unclear and not attributed to a device malfunction.